Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using an original battery cap and a new battery. Unit passed the following tests: active current measurement, sleep current measurement, and self test. Unit was successfully downloaded using thump software. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec. On adapt, no relevant alarms were noted to confirm customer's concern. Unit was cut open to perform a visual inspection and moisture damage was noted on pcba1 and pcba2. Isolate to electronic stack. The following cosmetic damages were also noted: pillowing keypad overlay and scratched case in summary, customer concern for blank display not confirmed. Exposed to moisture confirmed when corroded electronic assemblies were noted per visual inspection. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed, and display did not return after inserting a new battery. It was found that the insulin pump was exposed to moisture, leading to the event. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.